Event description:
A report was received that the patient was having more pain near the ipg site and where the stimulation was which was described as stabbing and burning. The patient will undergo a replacement of the ipg.

Event description:
A report was received that the patient was having more pain near the ipg site and where the stimulation was which was described as stabbing and burning. It was also reported that several contacts on the leads showed high impedances and it was believed that device malfunction was suspected due to the patient¿s non-device related fall. The patient will undergo a replacement of the entire system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having more pain near the ipg site and where the stimulation was which was described as stabbing and burning. The patient will undergo a replacement of the ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Additional information was received that the reason for the revision was not due to having more pain at the ipg site, which was previously reported, but due to the leads being fractured. The patient¿s scs system was replaced. There was no device malfunction with the ipg. The physician believed that the patient might benefit more from the programming algorithm of the spectra ipg. The patient was reportedly doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.